Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to attached photos and device's logs, besides internal leakage test, o2 cell/sensor test, pressure transducer test, patient circuit test, safety valve test and gas supply test failed during pre-use check. According to received information during communication, replacement of the pressure transducer printed circuit board (pcb) is recommended to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb. A correction of field # b5 describe event or problem was required. Previous describe event or problem: during the inspection of the ventilator it was discovered that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4). Corrected describe event or problem: during the inspection of the ventilator it was discovered that the ventilator failed internal leakage test with a message "pressure transducer difference >5 cmh2o" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
During the inspection of the ventilator it was discovered that the ventilator failed internal leakage test with a message "pressure transducer difference >5 cmh2o" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
During the inspection of the ventilator it was discovered that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).